Manufacturer narrative:
Bci cts (customer technical support) recommended the use of personal protective equipment before troubleshooting. Per customer, they cleaned up crystals the previous week but they were back. A field service engineer (fse) went on-site and removed both syringe drives and replaced with new style tecan syringe and drive. Fse primed cta 20 times and performed carryover and accuracy performance verification. Accuracy was done by visual inspection.

Event description:
A customer contacted beckman coulter inc. (Bci) stating crystals forming on the closed tube aliquotter (cta) sample syringe suggested a leak. No injury was reported and no erroneous results were generated.